Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed occurred on (B)(6) 2022 for transmitter with serial number 8dafrd. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.